Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed two broken assessed as an unidentified (tear) opening. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: d9; h3; h6.

Event description:
Healthcare professional reported left side rupture, pain, and capsular contracture, baker grade ii. Device has been explanted.

Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported left side intracapsular rupture, pain, and capsular contracture baker grade ii device has been explanted and replaced with another manufacturer's device.